Manufacturer narrative:
This report is filed february 27, 2015.

Event description:
Per the clinic, the patient experienced recurring infection and skin flap necrosis; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).